Event description:
Baxter czech republic reports leak at the "damaged" twist clamp of 12 transfer sets, noted to be three months old or less. No pt injury or medical intervention required per baxter affiliate.